Event description:
It was reported that a no flow was observed with a small volume infusor. This occurred during patient infusion. There was no adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was tested for flow at the distal luer and flow was observed. The initial evaluation could not confirmed the reported no flow. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.